Event description:
It was reported sometimes when the patient laid down, felt a jolting sensation. The patient adjusted the implantable neurostimulator (ins) when lying down to avoid stimulation.

Event description:
Additional information was received which reported that the patient did not have concerns with device or therapy.

Manufacturer narrative:
Concomitant products: product ID 3708160, serial # (B)(4), implanted: (B)(6) 2011, product type extension; product ID 3708160, serial # (B)(4), implanted: (B)(6) 2011, product type extension; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2011, product type lead. (B)(4).